Event description:
It was reported that a user experienced high glucose after a supply change, with ilet/cgm displaying 339 mg/dl and a contemporaneous fingerstick of 280 mg/dl; dinner had been announced prior, dexcom g6 was newly inserted with warm-up completed, and the trend arrow was flat. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities and no hospitalization. Investigation included phone-based troubleshooting, review of cgm versus fingerstick variance, and education on calibration criteria and allowing the system to respond. Investigation of this case revealed cgm-to-fingerstick difference of 18.6 percent, which was within acceptable calibration variance, with no device alarms other than high glucose and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with expected device behavior and physiological variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.